Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of deflation problem. Device code a010402 is being used to capture the reportable event of migration.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 the patient reported having severe abdominal pain which progress to abdominal distension. The patient reported that the balloon migrated and was evacuated with his feces. The balloon was retrieved and was taken to the physician office. A new balloon placement was scheduled. There were no patient complications reported as a result of this event.